Manufacturer narrative:
(B)(4). The incident grounding pad was discarded by the site and is not available for evaluation. The e7506 patient return electrode is not recommended for use in ablation procedures. The instructions for use (IFU) for these return electrodes contains a warning that their use in non-traditional procedures that utilize high current, long duty cycles, or both (for example: tissue lesioning, tissue ablation, tissue vaporization, and procedures in which conductive fluids such as saline or lactated ringer's solution are introduced into the surgical site for distention or to conduct the rf current) increase the risk of excessive heating under a fully applied return electrode to the point of injuring the patient. Use of more than one return electrode may help mitigate the increased risk.

Event description:
The customer reported the patient received a 1st/2nd burn at the return pad site during an ablation procedure. The pad had been placed on the patient's upper shoulder. One grounding pad was used. The incident pad was discarded by the site following the procedure.